Event description:
Report received from the USA stating that the cutter could not be secured into the device. The device was not being used during surgery. There was no injury however it is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).